Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, into a patient with tortuosity and calcification from the descending aorta to the aortic arch, the delivery catheter system (dcs) tip was unable to pass the descending aorta, even with attempts to change the direction of the spine. Hypotension was noted and percutaneous cardiopulmonary support (pcps) was initiated. As the dcs was being withdrawn, the capsule was closed until it was aligned with the catheter tip. The nose cone portion detached in the descending aorta and a snare was used to retract the nose cone without a problem. The dcs and valve were not used for implant. As reported, hemodynamics were stable, but during the implant of a non-medtronic valve, a dissection of the aortic arch was noted and artificial blood vessel replacement was performed via thoracotomy. As the bleeding was unable to be stopped, a stent graft was implanted. Subsequently, one day post valve implant procedure, the patient expired. The cause of death was unknown. Per the physician, the medtronic valve did not cause or contribute to the death, however it was unknown if the dcs caused or contributed to the injury and subsequent death.

Manufacturer narrative:
Conclusion: when the delivery catheter system (dcs) was withdrawn, the nose cone portion detached in the descending aorta. The subject dcs was not returned to medtronic for analysis. An image was received for review confirming the tip separation. However, due to the quality of the image, the type of tip separation (failure mode) cannot be confirmed and the root cause cannot be determined. Inner member shaft damage, and a subsequent break, may have caused the tip separation. Manipulation (twisting and/or bending) of the dcs by the user, potentially due to challenging (tortuosity and calcification) patient anatomy, may lead to inner member shaft damage and tip separation. Without the device return for analysis, the root cause of the tip separation in this case cannot be conclusively determined. A snare was used to retract the nose cone without a problem. There is no indication that a failure of the device to meet manufacturing specification occurred. Tip separation is a known risk per the device dfmeca and ufmeca. The observed risk (severity /occurrence) of inner member shaft detachment continues to fall within predicted risk, and no action is recommended at this time. The dcs and valve were not used for implant. The reported event indicates that the dcs was unable to pass the descending aorta. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had tortuosity and calcification from the descending aorta to the aortic arch. This indicates that the probable cause of the advancement difficulties was tortuous and calcified patient anatomy. Hypotension was noted and percutaneous cardiopulmonary support (pcps) was initiated. Hypotension is a known potential adverse effect per the evolut system instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause could not be determined from the limited information available. During the implant of a non-medtronic valve, a dissection of the aortic arch was noted, and artificial blood vessel replacement was performed via thoracotomy. As the bleeding was unable to be stopped, a stent graft was implanted. Subsequently, one day post valve implant procedure, the patient expired. The cause of death was unknown. It was reported that it was unknown if the dcs caused or contributed to the injury and subsequent death. Cardiovascular injury, such as dissection, and patient death are known adverse patient effects per the IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects. Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.